Manufacturer narrative:
Weight: 63.7 kg. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study interrupt af pm009. It was reported that during an ablation procedure with an intellanav mifi open-irrigated ablation catheter, the patient experienced low blood pressure during pulmonary vein ablation due to a pericardial effusion. Drugs were administered to neutralize anticoagulants, cardiac drainage was performed and the event resolved. The event resulted in prolongation of existing hospitalization. The suspected cause was perforation that may have occurred when the catheter was inserted into the left atrial appendage. The device is not expected to be returned. It was further reported that a pericardiocentesis was performed on the patient and 500ml of pericardial fluid was drained. Drugs were administered to neutralize anticoagulants. After draining another 100ml, the amount of bleeding gradually decreased.

Manufacturer narrative:
Weight: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported that during an ablation procedure with an intellanav mifi open-irrigated ablation catheter, the patient experienced low blood pressure during pulmonary vein ablation due to a pericardial effusion. Drugs were administered to neutralize anticoagulants, cardiac drainage was performed and the event resolved. The event resulted in prolongation of existing hospitalization. The suspected cause was perforation that may have occurred when the catheter was inserted into the left atrial appendage. The device is not expected to be returned.